Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's reportable malfunction was not confirmed because the device was not returned. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that, e226 error occurs when an abnormality occurs in the communication between the endoscope and the processor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that halfway through a transurethral resection of the prostate (turp), the hd camera head had an error code e226 (scope communication error). The therapeutic procedure was completed with a similar device with an estimated ten-minute delay. There were no reports of patient harm due to the event.